Manufacturer narrative:
Lead: model 3998, lot: j0421682v, implanted: (B)(6) 2004, explanted: na. Extension: model 748925, serial: (B)(4), implanted: (B)(6) 2004, explanted: na. Extension: model 748295, serial: (B)(4), implanted: (B)(6) 2004, explanted: na. Adaptor: model 74002, lot: n204734, implanted: (B)(6) 2010, explanted: na. Programmer: model 37743, serial: (B)(4). (B)(4).

Event description:
It was reported that that patient experienced a shocking/jolting sensation while sitting at her computer. It was also noted that alarms are going off in stores and have not in the past. Additional information was requested. If additional information is received, a follow up report will be sent.